Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) error during the resuscitation attempt. The customer's attempt to clear the ua on scene was unsuccessful, so they reverted to manual CPR for the remainder of the call. No consequences or impacts on the patient. The customer attempted to troubleshoot the error back at the station, but the error persisted.